Event description:
It was reported the patient expired while on impella cp support after experiencing a massive infarction and intercranial bleed. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08505 was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient had a possible brain death. The patient was posturing, and the brain computed tomography (CT) indicated massive infarct and intercranial bleed. Due to the possible brain death, the decision was made to not escalate.